Manufacturer narrative:
Customer returned precision xtra blood glucose meter. Test strips were not returned. Complaint is not confirmed. Meter powered on with button and insertion of known good cal bar and strips. Errors during calibration were not observed.

Event description:
Customer reported receiving an error "658" in their precision xtra blood glucose meter. The customer then reports feeling dizzy and vomiting, and then reported losing consciousness. Customer was transported to a local emergency room where they were diagnosed with hypoglycemia and an IV treatment of glucose was administered in order to stabilize glucose levels. Please note that error 658 is displayed when attempting to calibrate expired test strips, and the customer reported that they were using expired test strips.